Event description:
Recommended asr revision - right.

Manufacturer narrative:
Although the specific nature of the pt's complaint is unk, because revision has been recommended by depuy's third-party claims administrator, it is reasonable to conclude that the pt's complaint has been determined to be product-related. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is being rejected as it is not a depuy product that was revised.